Event description:
It was reported that during a implant procedure, the physician was unable to unscrew the header to fit the lead and was described as a obstruction. A new device was used and procedure was completed. The pt outcome was reported as recovered without sequelae.

Manufacturer narrative:
Follow up # 2/supplemental report text- 1/24/2011: the lay user/patient¿s meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Follow up # 1/supplemental report text 12/21/2010. The lay user/patient's test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips involved in this case have passed all testing with no faults found. The retain test strips also passed all testing. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
A 510 (k) # is k053529. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The patient alleged that the meter was allegedly giving her inaccurate high readings the second week of (B)(6) 2010. Due to the alleged inaccurate high readings she had injected 4 extra units of insulin on a daily basis in the morning and evening. Due to the increase dosage of insulin, she developed symptoms of feeling shaky, sweaty and she felt she needed to sit down. She did not seek any medical attention or contact her physician due to her symptoms. At an unspecified time later, the patient visited her physician and compared her meter reading to an hba1c test, which is not a valid comparison. The physician did not treat the patient; however, advised her to run a quality control test and when the patient ran a quality control test, the subject test strips failed using the control test. The patient's products were replaced. The complaint is being reported since the patient alleged that due to the alleged high readings, she took an increase dosage of insulin and later developed symptoms suggestive of a serious injury.